Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pdh758 and no non-conformances were identified (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a pediatric patient underwent a repair of congenital ventricular deficiency on (B)(6) 2020 and suture was used. During the procedure, it was found that the suture was thicker than that of the previous batch of suture of the same product code. The surgery was completed with the suture. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/24/2020 additional information: d10 unopened samples of product were returned for analysis. The complaint sample was not returned for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects or damaged were observed. A functional test was performed and the result was above the minimum requirement for a "5-0¿ prolene suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture diameter issue was found and the tested samples met the finished goods requirements.